Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime or a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The reported via phone call that the insulin pump received motor error with blank screen for 3 to 4 minute. Customer¿s blood glucose level was unknown. Customer reports the drive support cap appears normal. Customer stated the pump was not exposed to high magnetic field. Customer stated that in thee pump alarm history neither contains an motor position encoder error alarm nor more than one motor error alarm within a 30 day period. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.